Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the event logs on the server showed intermittent asp.net forms authentication failures due to expired tickets and dns registration warnings related to security or credential negotiation issues, though no direct resource errors were identified. A technical support specialist (tss) connected to the server and found approximately 8,000 messages queued and continuing to increase, despite no errors present in the messaging logs or event viewer. Messaging services were restarted, after which the message queue began decreasing gradually. Once the backlog cleared, customer was contacted and confirmed there were no further issues observed by users. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders from cerner were not crossing and station was in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.